Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the micromanipulator mirror is not aligning correctly. There was no patient involvement.

Event description:
It was reported that the micromanipulator mirror is not aligning correctly. There was no patient involvement.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis; however, this device was serviced at the customer's facility by a field service engineer (fse). The fse identified the arm was bent and damaged. The beam was clipping off the damaged arm. The arm was replaced. An alignment and calibration were performed. The device passed full functional and electrical safety testing. Based on the information available, and analysis results, it is likely that the damaged arm could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.